Event description:
Per (B)(6) surg coordinator at doctor's office, md did not realize that pt had allergy to synvisc in the past when they prescribed initially. They are calling in new rx (prescription) for euflexxa pfs 20mg/2ml as a result as pt has had euflexxa pfs 20mg/2ml in the past with no issues. She reported that synvisc, when administered to the patient in (B)(6) 2024, caused sudden swelling and intense pain in both knees at the time which lasted at least 10 days.